Event description:
Customer reported a past low blood glucose (bg) event, with the lowest bg level recorded at 41 mg/dl. Customer received assistance from a nurse at the hospital, who provided orange juice and crackers, and consumed carbohydrates as a treatment action. Customer was advised by technical support to consult a healthcare professional to discuss factors affecting bg levels.